Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2017 with the following findings: during investigation the cartridge cap was found to be damaged at the top of the cap; however, was still able to be attached to the pump. No corrosion/moisture was found to be present in the cartridge compartment, with no damage to the cartridge compartment. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. A leak test was performed and a leak was found in the battery compartment. The pump cover was removed, and moisture ingress was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the cartridge cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.